Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer reported a leakage coming from around the titanium adapter during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The actual sample was received by baxter on (B)(4) 2013, forwarded to (B)(4) on (B)(4) 2013, and (B)(4) received the sample on (B)(4) 2013 where the sample evaluation was performed at their facility. No problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. No problem was found during sample evaluation. The cause is undetermined. Should additional information become available, a follow-up will be submitted.